Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. The device was put through extensive testing and the reported problem could not be duplicated. The device was recertified and returned to the customer. The electrode pads were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.